Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector was broken, and also noted that the lower case was broken, the display wire insulation was pinched though the insulation was not compromised, two case screws were contaminated and one event had two stuck buttons at the same time, but the event was recovered. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular output connector. The epg was returned for repair. There was no patient involvement.